Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had undersensing in the bipolar configuration. Unipolar configuration was programmed with no issue. The lead remains in use. No patient complication have been reported as a result of this event.